Event description:
It was reported that the procedure was performed with a small filtered treatment tip at an energy setting of level 2. There were no reported complications during or following the procedure. Later in the day, the patient called the practice and reported burns, hyperpigmentation and scabs on the treated areas. On (B)(6) 2012, the patient presented to the clinic for evaluation. The patient was advised to apply an over-the-counter (otc) polysporin and was also prescribed silvadene. The clinic reported that at a follow-up visit some of the scabs have healed however there is still a presence of hyperpigmentation and hypopigmentation on the patient's face and lower cheeks.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The user manual states: in the course of treatment, the following minor complications may be observed in some patients: change in pigmentation (hyperpigmentation or hypopigmentation) may sometimes occur after treatment. In the majority of cases, this pigmentary change will resolve over time. Complications arising from pigmentary changes have been rated as both transient and minor and appear to typically resolve spontaneously over several months. Only in very rare cases will the change in pigment be permanent.